Manufacturer narrative:
(B)(4).

Event description:
During remote follow up, high defibrillation impedance was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suspected encapsulation. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.